Event description:
Additional information received from a healthcare professional on (B)(6) 2015 indicated that the crystals at the end of the catheter and the granuloma were the same. The hcp did not have the exact date of the magnetic resonance imaging (MRI), but stated that it was performed in (B)(6) 2015. The MRI was ordered by a different hcp. If additional information is received, another follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen 80 mcg/ml (dose 39.0176 mcg to 49.984 mcg/day), morphine 50 mg/ml to 35 mg/ml (dose 24.386 mg to 21.668 mg/day ), and bupivacaine 0.5 mg/ml (dose 0.24386 mg to 0.3124 mg/day ) via an implanted pump. The indication for pump use was lumbar radiculopathy and intractable spasticity. On (B)(6) 2015, it was reported that crystals were discovered at the end of the catheter in 2015. The patient had a pump replacement in (B)(6) 2015 (reason not reported) at which time the patient wanted the hcp to replace the catheter but the patient was too sick with pneumonia. On (B)(6) 2015, the pump was programmed from flex to simple continuous mode with a reservoir rinse and bridge bolus. The patient was told at the appointment to touch base with the surgeon to see if another MRI was needed. On (B)(6) 2015, additional information was received from the hcp and it was reported that the patient had a thoracic granuloma that was diagnosed via MRI. They had been regularly decreasing the patient's daily rate and most recently on (B)(6) 2015 they decreased the drug concentration of the morphine from 50 mg/ml to 35 mg/ml and removed the bupivacaine from the pump. They also further reduced the daily rate of the morphine to 21.868 and 49.985 mcg/day for the baclofen. The physician planned to repeat the MRI in 6 months to recheck. The cause of the crystals at the end of the catheter was not known. The crystals at the end of the catheter were not resolved. They were trying to see if decreasing the concentration would solve the problem. At the visit, the patient's review of systems was within normal limits and was unremarkable. Vital signs were normal. The patient was well appearing, well-nourished in no distress, oriented x 3 normal mood and affect, and more alert than previous visits. The impression included: muscle spasms and presence of crystallization at the end of catheter. Prior to the drug changed at the visit, the pump was delivering a total of 24.386 mg/day of morphine, 39.018 mcg/day of baclofen and 0.24386 mg/day of bupivacaine in a flex dosing mode. Concentrations were: morphine 50 mg/ml, baclofen 80 mcg/ml, and bupivacaine 0.5 mg/ml. The patient reported that her pain was well controlled with the current rate and also the use of oral hydrocodone she was on from another physician. The refill was performed using sterile technique and 2 mls of clear fluid was removed and discarded from the pump. The refill was completed without complications and the patient tolerated the procedure well. The patient would be seen at the next scheduled appointment in a month for possibly another decrease in rate. Further follow-up is being conducted to obtain the date the granuloma was diagnoses and to clarity if the crystallization at the catheter tip and the granuloma are the same thing. If additional information is received, a follow-up report will be sent.